Event description:
Complainant alleged that the medics were analyzing the heart rhythm of a patient who was in cardiac arrest, but the device twice gave a "shock advised" prompt to a non-shockable pulseless electrical activity rhythm. The complainant reported that on neither occasion was the patient shocked during this event. The pt subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction.